Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window, reservoir tube window and case. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers on the display are flashing. Customer's blood glucose was 130 mg/dl at the time of incident. Customer does not recall any significant events leading to the error, except that it was on suspend during a shower. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.